Event description:
It was reported that the pt was not responding to dose increases; the hcp was suspecting catheter malfunction and was considering device troubleshooting. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).